Event description:
It was reported that the product jammed, would not refire - 2 guns. Procedure: unk. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Instrument a: broken cam. Instrument b: malformed clip. Evaluation summary: the analysis results for the el5ml instrument (a) found that it was returned with the jaws disengaged from the cam due to the cam being broken. The instrument was cycled and ejected the remaining clips due to the jaw and cam condition. No jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported incident. The analysis results for the el5ml instrument (b) found that it was returned in good visual condition. The instrument was cycled and fed 4 conforming clips, 1 class iii scissor clip, 2 clips with gap and one double fed issue that caused the jaws to be jammed in the closed position, the trigger was manually assisted to release the jaws. A corrective action has been initiated to address the root cause of the double fed issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.